Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on evaluation, the pump powers on to display the verify screen with operable auditory and vibratory alarms. Review of the black box showed several low force loss of prime warning and "no cartridge detected" warnings from the reported date of the alleged event. On testing, an ezprime operation was performed; during the load step, the pump did not recognize the cartridge and ejected all of the fluid from the cartridge and emitted a "no cartridge detected" warning. The pump did not detect force at 5 lbs and continued loading during calibration testing. The pump was opened after testing; contamination around the spoke shim was observed as well as a dimpled spoke shim. The force sensor failed resistance specification. Visual inspection of the cartridge compartment and piston rod were unremarkable. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Recall status report - 2531779-03/24/2010-003-r.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump dispensed insulin during the load step. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The patient also claimed that the pump's display appeared to be dimmer and the device seemed to have a large prime volume issue. The alleged display issue and large prime volume issue are not likely to cause an adverse event because the issues are generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump pushed insulin out during the load step. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.